Event description:
The insert broke during surgery.

Manufacturer narrative:
The complaint states the type of this complaint is breakage of an insert. During surgery for oa on (B)(6), the product in question was inserted at a tilt. When the surgeon tried to remove it by tapping the rim of a cup, the rim of the insert in question chipped. By replacing the ceramic insert in question with a polyethylene liner, the surgery was completed with a fifteen-minute delay. There is no harm to the patient. A complaints database search and review of manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). The reason for re-opening is to add an additional pe code, which is implant ¿ implant fit: unable to assemble. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the type of this complaint is breakage of an insert. During surgery for oa on (B)(6), the product in question was inserted at a tilt. When the surgeon tried to remove it by tapping the rim of a cup, the rim of the insert in question chipped. By replacing the ceramic insert in question with a polyethylene liner, the surgery was completed with a fifteen-minute delay. There is no harm to the patient.